Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the outer coil was compressed at 19.7 cm to 21.2 cm from connector pin causing damage to the inner insulation due to rib clavicle crush. This damage to the insulation could have resulted in the reported noise and loss of capture

Event description:
It was reported that the patient presented to the clinic complaining about feeling dizzy while walking. Upon interrogation the right ventricular lead exhibited noise. The noise could be reproduced in the clinic with arm movements. During reproducing noise the lead exhibited loss of capture. The lead was explanted on (B)(6) 2014. Subclavian crush was suspected.